Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during side branch embolization before an endovascular aneurysm repair, an embolization coil implant detached unexpectedly. The device was withdrawn and removed without intervention or injury. The coil was replaced with another and the procedure was successfully completed.